Manufacturer narrative:
The patient was a (B)(6) year old female. Additional patient demographics such as date of birth, weight, ethnicity and race was not provided. The access accutni+3 reagent was not returned for evaluation. The patient's sample was sent to beckman coulter complaint handling unit (chu) for testing. Testing of the customer-supplied neat sample confirmed the customer's elevated access accutni+3 results. Further testing of the sample using heterophile blocker (hbr-1) significantly reduced the recovery confirming that a patient sourced interferent was the cause of the reproducible elevated access accutni+3 results. Per the access accutni+3 IFU b16315g for assays employing antibodies, the possibility exists for interference by heterophile antibodies in the patient sample. Patients who have been regularly exposed to animals or have received immunotherapy or diagnostic procedures utilizing immunoglobulins or immunoglobulin fragments may produce antibodies, e.g. Hama, that interfere with immunoassays. Additionally, other heterophile antibodies such as human anti-goat antibodies may be present in patient samples. Such interfering antibodies may cause erroneous results. Carefully evaluate the results of patients suspected of having these antibodies. In conclusion, the cause of the reproducibly elevated access accutni+3 patient results is due to patient source interference. [(B)(4).pdf].

Event description:
The customer contacted beckman coulter on (B)(6) 2018 to report generating reproducible elevated troponin I (access accutni+3) results for one patient on the laboratory's unicel dxi 800 access immunoassay system (serial number (B)(4)). The initial elevated access accutni+3 result was above the normal reference range of the assay. This result was released from the laboratory. There was a change in patient care attributable to elevated access accutni+3 result as the patient was admitted to the cardiac critical care unit and was administered heparin, plavix, and aspirin. The patient was also given a stress test, however it was not specified if the stress test was administered as a result of the elevated access accutni+3 result. Additional samples were collected from the patient over several days and analyzed on the laboratory's unicel dxi 800 access immunoassay system and recovered with reproducible elevated access accutni+3 results. The customer was not aware of any additional change or impact to patient care or treatment in association with this event. Quality control (qc), calibration and system check were performing within assay and instrument specifications at the time of the event. The samples were collected in lithium heparin plasma tubes and serum tubes. Centrifugation information such as speed, time and temperature were not provided. No issues with sample integrity were reported.